Event description:
Dr performing cystoscopy with bilateral retrograde reported viewing "shavings" from the catheter. Felt the 9.5 fr peds cystoscope was malfunctioning and shaved a portion of the 4.0 fr pollack catheter. Wanted to know if this was the same catheter used before when this happened. Spoke with urology tl and this is the same scope taken out of circulation and given to risk management. Dates of use: 2009. Diagnosis or reason for use: cystoscopy.